Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis and blood glucose (bg) level of 551 mg/dl. The customer was treated with intravenous saline, insulin, and sodium chloride to resolve the issue. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. Multiple follow up attempts were made to gather additional information; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.